Event description:
It was reported that an adverse event occurred. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. On (B)(6) 2003, the patient's parent reported that the follower app showed a notification but did not make a sound. The parent heard the patient's low alarm coming from the patient's room and found the patient unconscious. The estimated glucose value was not provided. The blood glucose value was not provided, however stated the patient was low. The parent called an ambulance, and the patient was treated with baqsimi in the emergency department. At some point, the unspecified reading was 41 mgdl. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was fine. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.